Manufacturer narrative:
G1: MFR site zip/post code: t12 yk88.

Event description:
It was reported in a medwatch report that premature deployment in an unintended location occurred, requiring additional intervention. A 5x15 embold fibered was selected for use in a y90 embolization procedure to treat liver cancer. The embold fibered coil prematurely deployed into an unintended location, during repositioning of the coil. The embold fibered coil protruded from the intended target located after deployment. Two different snares were required in numerous attempts to remove the entire coil from the patient, which extended the procedure time. There were no patient complications as a result of this event.

Event description:
It was reported in a medwatch report that premature deployment in an unintended location occurred, requiring additional intervention. A 5x15 embold fibered was selected for use in a y90 embolization procedure to treat liver cancer. The embold fibered coil prematurely deployed into an unintended location, during repositioning of the coil. The embold fibered coil protruded from the intended target located after deployment. Two different snares were required in numerous attempts to remove the entire coil from the patient, which extended the procedure time. There were no patient complications as a result of this event.

Manufacturer narrative:
G1: MFR site zip/post code: t12 yk88. Investigation results: device technical analysis: upon receipt at out post market quality assurance laboratory, this embold fibered coil returned in a catheter and microcatheter tip section, was examined. The embold delivery system was not returned along with the proximal end of the guide catheter and microcatheter. Visual examination revealed a stretched coil. X-ray imaging revealed a broken coil in the catheter system. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold fibered device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.